Event description:
It was reported that an implantable neurostimulator (ins) had high impedances. The ins that was to be replaced was impedance tested before the operation, and there were normal range measurements for all 16 electrodes of the lead. After the new ins was attached, it was impedance tested and showed 8 out of 16 leads were high (out of normal range, reading greater than 10,000 ohms and greater than 40,000 ohms ) the lead tails were removed, cleaned, and reinserted. An impedance test showed the same result. Impedance tests were run at varying voltages, and all showed the same results. Different reference electrodes were used on the programmer, and the results were confirmed. The lead tails were removed, "switched the channels," and reinserted, and the same results were shown. The ins impedances were then tested using a multi-lead trialing cable (mltc) and the impedances on all 16 electrodes tested within normal ranges. A different ins was implanted. Post operation the patient was receiving, "good scs therapy." The ins in question has been returned for further analysis. A follow up report will be sent when additional information becomes available.

Manufacturer narrative:
Analysis of the device, model 37714, serial no. (B)(4), found no anomaly.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).